Event description:
Reportedly, on (B)(6) 2024 , vega r52 lead (s/n: (B)(6) was implanted. On (B)(6) 2024 , a rate below the programmed pacing rate was observed on the ECG monitor. Increasing the pacing output did not improve the condition. Upon interrogation, pacing failure was observed and no sensing was performed. Upon checking the x-ray images, lead dislodgement was confirmed. On the same day, a re-intervention took place and the vega r52 lead was repositioned.

Manufacturer narrative:
Summary of the investigation: device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. The reported capture failure was attributable to lead dislodgement. According to the filed, the dislodgement was confirmed with certainty with an x-ray. The subject lead was re-positioned during the re-intervention performed on the same day (B)(6) 2024, which solved the associated capture issue. However, as no patient files (cso and/or x-ray) were provided, it is impossible to conclusively confirm/identify the reported dislodgement. Based on available information, lead dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis

Event description:
Reportedly, on (B)(6) 2024, vega r52 lead (s/n: (B)(6)) was implanted. On 2024-1-20, a rate below the programmed pacing rate was observed on the ECG monitor. Increasing the pacing output did not improve the condition. Upon interrogation, pacing failure was observed and no sensing was performed. Upon checking the x-ray images, lead dislodgement was confirmed. On the same day, a re-intervention took place and the vega r52 lead was repositioned.